Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) was beeping following discharge from hospital following a av node ablation procedure. The patient was instructed to transmit data. The remote data transmission indicated low impedance measurements that were taken in the midst of the ablation procedure. When queried technical services indicated that awareness of the potential for low impedance measurements at times when the impedance measurement was taken with rv ablation energy on at the time of the measurement. The subsequent impedance measurements were measured within range. The patient was requested to come to clinic for follow up and clearance of the alert to preempt further patient alerts. The patient's device was interrogated in clinic to clear the alert. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.